Event description:
It was reported that during the stent placement for a dissection that occurred during the angioplasty for internal carotid artery (c4) stenosis procedure, the subject device was guided into the lesion along the guidewire. When deploying the subject stent, the delivery catheter of the subject stent did not move at all and the subject stent could not be deployed. The physician performed continuous reflux between the delivery catheter and the stabilizer. Also, an additional manual flush was performed but the subject stent delivery catheter was not moved. The entire system was removed from the patient's anatomy and the guidewire was exchanged. However, the delivery catheter could not be retracted. The physician removed the entire system and found a kink on the part holding the stabilizer and the shaft was broken. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the stent placement for a dissection that occurred during the angioplasty for internal carotid artery (c4) stenosis procedure, the subject device was guided into the lesion along the guidewire. When deploying the subject stent, the delivery catheter of the subject stent did not move at all and the subject stent could not be deployed. The physician performed continuous reflux between the delivery catheter and the stabilizer. Also, an additional manual flush was performed but the subject stent delivery catheter was not moved. The entire system was removed from the patient's anatomy and the guidewire was exchanged. However, the delivery catheter could not be retracted. The physician removed the entire system and found a kink on the part holding the stabilizer and the shaft was broken. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the device was returned together with guidewire. The stent was found to be deployed and not returned. The proximal end of the stent stabilizer was found to be broken/fractured and kinked/bent. The guidewire could not be removed due to stent stabilizer damage. The stent delivery catheter was found to be intact. Functional inspection: stent delivery catheter friction functional test ¿ pass. The stent delivery catheter was advanced through the demo guide catheter without difficulties. Stent failed/unable to deploy functional test ¿ the stent was found to be deployed and not returned. Stent stabilizer kinked/bent functional test ¿ n/a. Defect confirmed during visual inspection. Stent stabilizer broken/fractured during use ¿ n/a. Defect confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on the analysis results. The device failed to meet specification when returned for analysis. Additional information states that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was normal. The device was returned and the stabilizer was confirmed to have been kinked and fractured at the proximal end during use and the stent had been deployed and not returned. It is probable that the device was damaged during the clinical procedure causing the reported events. An assignable cause of procedural factors will be assigned to the reported "stent delivery catheter friction, stent failed/unable to deploy, stent stabilizer kinked/bent and stent stabilizer broken/fractured during use" and to the analyzed "stent stabilizer broken/fractured during use and stent stabilizer kinked/bent", as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.